Event description:
It was reported that bd insyte autog bc is bending and does not retract properly. The following information was provided by the initial reporter: end user reports an issue with ivs bending and not retracting properly.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2286182 d4. Medical device expiration date: 30 sept 2025 h4. Device manufacture date: 18 oct 2022

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.